Event description:
It was reported that the user experienced repeated scan errors when attempting to start freestyle libre 3 plus sensors with the ilet app, including messages that the sensors were already in use and failed to transfer sensor information; the ilet later displayed the sensor in warm up after redownloading the ilet app, indicating intermittent communication and a potential interoperability issue involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem with intermittent communication failure associated with the device¿s antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.